Event description:
The patient reportedly experienced loss of lock and loss of sound a few days after falling and hitting the head over the implant site. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is being considered.